Event description:
Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 32 mg/dl (emt meter) and 75 mg/dl (aviva meter). Customer was unable to self-treat; was given glucose by the emts and a sandwich and orange juice by his friend. It is unknown if customer received treatment in between readings. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.